Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient was brought into clinic for isometric testing. Noise could not be reproduced with isometric testing. The device was reprogrammed to address the lead noise. The patient was stable throughout and will continue to be monitored.

Event description:
New information received on (B)(6) 2018 indicated that the patient was presented in clinic on (B)(6) 2018. Upon device interrogation, no further episodes of oversensing was observed on the right ventricular lead. No intervention was performed.

Event description:
New information received on (B)(6) 2018 indicating that the asymptomatic patient presented remoted via merlin.net transmission. Upon review, the right ventricular lead was oversensing noise. No intervention was performed. The patient was stable throughout and would be continued to be monitored.